Event description:
It was reported that the patient experienced difficulty charging the Implantable Pulse Generator (IPG). The patient subsequently underwent an IPG replacement procedure and was doing well postoperatively. The explanted IPG was not returned due to medical facilitys policy.

Manufacturer narrative:
BLOCK B3: EXACT DATE UNKNOWN, EVENT OCCURRED ABOUT A MONTH PRIOR TO THE DATE THE MANUFACTURER BECAME AWARE OF THE EVENT.

Event description:
IT WAS REPORTED THAT THE PATIENT EXPERIENCED DIFFICULTY CHARGING THE IMPLANTABLE PULSE GENERATOR (IPG). THE PATIENT SUBSEQUENTLY UNDERWENT AN IPG REPLACEMENT PROCEDURE AND WAS DOING WELL POSTOPERATIVELY. THE EXPLANTED IPG WAS NOT RETURNED DUE TO MEDICAL FACILITYS POLICY.

Manufacturer narrative:
Block B3: Exact date unknown, event occurred about a month prior to the date the manufacturer became aware of the event.Investigation Results-The device was not returned for analysis; therefore, a technical analysis could not be performed. Device History Record-It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event.Investigation Conclusion-The device was not returned for analysis and the complaint as reported could not be confirmed. Record review revealed no additional information related to the Complaint. Based on a thorough review of the reported complaint, Boston Scientific has assigned an investigation conclusion code of Cause Not Established.